Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on (B)(6) 2026. The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 2 patients on a cobas e 801 analytical unit. On (B)(6) 2026, patient 1 had a hiv duo result of 1.26 coi (reactive). The sample was repeated and the repeat result confirmed the initial result. The repeat result was not provided. The sample was sent to another laboratory and the result was 0.06 (non-reactive). The units of measurement were not provided. On (B)(6) 2026, patient 2 had an initial hiv duo result of 4.30 coi (reactive). On (B)(6) 2026, the sample was sent to another laboratory for immunoblot testing and the result was 0.05 (non-reactive). The units of measurement were not provided. On (B)(6) 2026, the patient had a new sample collected and the hiv duo result was 4.50 coi (reactive).